Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received morphine (20.0mg/ml, 3.923mg/day) and clonidine (0.5mg/ml, 0.09807mg/day) in an implantable pump for an unknown indication for use. The patient heard the pump alarm. There were no report of clinical symptoms. An interrogation print report from (B)(6) 2017 indicated 4 motor stalls occurred. The first motor stall occurred on (B)(6) 2017 at 16:32 and recovered at 17:04. The remaining 3 motor stalls occurred on (B)(6) 2017 (motor stall at 00:15 with recovery at 01:21, motor stall at 09:12 with recovery at 10:00, and the final motor stall occurred at 14:35 with recovery at 15:19). No further information was provided.

Manufacturer narrative:
Device codes have been updated to include the following for this event; c62805 c62823. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, additional information was received from a foreign manufacturer representative (rep). It was reported a refill was performed on (B)(6) 2017 and a volume discrepancy was identified. The estimated reservoir volume (erv) was 2.4 ml and the actual reservoir volume (arv) was 14 ml. It was noted the pump and catheter were implanted 4 years ago.

Manufacturer narrative:
Implant date estimated as pump was implanted 4 years ago.

Event description:
Additional information received from a manufacturer representative indicated that as of 11-apr-2017, there was no replacement date set yet.

Manufacturer narrative:
(B)(6).

Event description:
Additional information received from a manufacturer representative indicated reprogramming was tried. The pump stalled again over night (manufacturer representative did not know times or length of stall). The pump as going to be replaced (unknown implant date). However, there was no decision on the replacement date. The return status at this time was unknown.